Event description:
It was reported that the sharps coll next gen 5.4qt red 20/pack experienced a broken/damaged lid. The following information was provided by the initial reporter: this is a report about a damaged lid of sharps collector (305517). According to the customer's report, the top of the lid was damaged, like melted.

Manufacturer narrative:
H6: investigation summary: according with this investigation and the information provided from the customer (pictures) it could be seen the following: lot number 9334923 could be seen. The top has marks on the edge of the part due to mold worn out. As part of this investigation and information provided by the customer it was possible to determine the non-conformance (cosmetic issue) due to worn out in the cavities of mold 1068b related to a manufacturing process. Therefore, a refurbished was done to the mold in december 2019 to remove any worn out that could cause the issue on the lids, however, the lot number (9334923) reported under this complaint was produced prior the refurbished was performed. As part of the investigation a review of customer complaint records was performed according with the cc¿s records, no complaints were received through the last twelve months for the same issue. Based on this investigation this failure mode has been considered like a manufacturing process issue because the issue was generated due to the worn out in the cavities of the mold, that¿s why a refurbished was done to the mold to remove this kind of issues and avoid recurrences. All the complaint information was captured also for tracking and trending purposes.

Manufacturer narrative:
OEM manufacture: the manufacturing location for this product is flextronics. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed, and the franklin lakes FDA registration number has been used for the manufacture report number. Medical device expiration date: na a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the sharps coll next gen 5.4qt red 20/pack experienced a broken/damaged lid. The following information was provided by the initial reporter: this is a report about a damaged lid of sharps collector (B)(4). According to the customer's report, the top of the lid was damaged, like melted.